Manufacturer narrative:
The exact event date was not available, therefore the date (B)(6) 2024 was used as estimate, as it was reported that the recurring incontinence started in 2024. The exact implant date was not available, therefore the date (B)(6) 2020 was used as estimate, as it was reported that the device was implanted 4 years ago.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. In addition, the device was not working properly, and the pump was rigid. A computed tomography (CT) was performed, during which it was noted that the balloon was collapsed; therefore, the patient underwent a surgical intervention to remove and replace the aus. Upon explant, a total loss of fluid from the balloon and cuff was identified, while the pump was still retaining fluid. There were no patient complications reported.

Manufacturer narrative:
The exact event date was not available, therefore the date (B)(6) 2024 was used as estimate, as it was reported that the recurring incontinence started in 2024. The exact implant date was not available, therefore the date (B)(6) 2020 was used as estimate, as it was reported that the device was implanted 4 years ago. Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon was visually inspected, leak and functionally tested. No leaks were identified; however, the component exhibited folds and an output pressure above specifications. The cuff was visually inspected and tested for leaks. Wear at fold in its shell was noted, along with a leak and a hole also in its shell consistent with sharp instrument damage. The pump was visually inspected, leak and functionally tested, and it passed all testing. Based on the information available and analysis results, the balloon not passing functional evaluation could have caused or contributed to the reported clinical observations regarding that component.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. In addition, the device was not working properly, and the pump was rigid. A computed tomography (CT) was performed, during which it was noted that the balloon was collapsed; therefore, the patient underwent a surgical intervention to remove and replace the aus. Upon explant, a total loss of fluid from the balloon and cuff was identified, while the pump was still retaining fluid. There were no patient complications reported.